Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in retraction failed. July 28, 2024 patient for checking the chest / lung scan + ctpa, to rule out pulmonary embolism, to the patient before the examination of the retention of blue indwelling needle backup inspection requires the use of closed tip auto-retraction type indwelling needle, during the use of the operator found that the product puncture process of the tip of the needle can not be automatically retracted, and can not continue to use the impact on the diagnosis and treatment work, did not cause harm to the patient, the department immediately discontinued to replace the same type of equipment and notify the relevant departments to deal with.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383323 and lot number 2062110. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.